Event description:
It was reported that during c.a.b.g., when the instrument was fired to ligate a vein, the clip fired actually cut the vein rather than ligate it. The surgeon had to go in and suture the hole in the vein closed before continuing with the operation. No serious consequence was reported at this time. No pt consequence. According to instructions for use, ensure that a clip is in the jaws prior to positioning around the vessel. A user related issue.